Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels of 33.3 mmol/l. The customer reported that she treated high blood glucose levels with manual injections. Troubleshooting was performed. The customer was advised to change the reservoir and infusion set. The customer already changed the infusion set and reservoir and the insulin exited. Product will not return for the analysis.